Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of a photo and one device. There were malformed staples and the pushers were observed to be damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of malformed staples may occur when a thick tissue or obstacle has been incorporated in the jaws during application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic donor nephrectomy (left side), the device was able to fire, but the staples on the reload and tissue are malformed. The doctor fired the device on the renal vein (3rd firing). On first firing, ureter, second, renal artery, third: rental vein. Upon completion of firing, the doctor attempted to open the stapler but the tissue/staples were stuck to the reload. The doctor was able to fire two clips below the jaws of the reload and had to cut the tissue to remove the tissue from the stapler. There was unanticipated tissue loss and tissue damage a result of the issue. A loss of 1-2mm tissue was noted. There was no patient injury.